Event description:
Auto effluent bag leaking during priming cycle. Replaced with a new set to complete procedure. Manufacturer response for auto effluent accessory, prismax (per site reporter). Formal complaint filed and returned product to baxter.